Manufacturer narrative:
Company rep evaluated the unit and could not duplicate the reported problem. As a precautionary measure, customer was recommended to replace the spo2 sensor.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.